Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Analysis found the upper case, lower case, two side bail covers, and battery drawer are broken. Battery release and lead flex cover are contaminated. Ring cover and encoder flex are damaged. One case screw missing, battery contacts are compressed, two side bails are missing/ bent, and the ring is bent.

Event description:
It was reported there was a self test failure. The device was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).